Event description:
New information received notes that the infection was detected during a post-procedure follow-up, evidenced by redness and swelling at the device pocket site. The physician determined that the infection was unrelated to the device or the implantation procedure. The entire system was replaced on (B)(6) 2024.

Manufacturer narrative:
Correction: manufacturer report 2017865-2024-62713 should not be added in h10 - related report numbers.

Event description:
It was reported that the patient was admitted to the hospital with an unspecified infection. The physician removed the pacemaker, right atrial lead, and right ventricular lead. The left ventricular lead was capped. Throughout the procedure, the patient's condition remained stable.

Manufacturer narrative:
Further information was requested but not received. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.